Event description:
It was reported by the sales rep that during prep the endoplege coronary sinus catheter, the balloon ruptured. No patient contact was made. Device was discarded by the hospital and therefore unavailable for evaluation.

Manufacturer narrative:
This product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determination.